Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in an 82-year-old male for mechanical circulatory support for limb ischemia. Patient remains on bicarb, lidocaine, dobutamine, vasoconstrictor and high dose levosimendan. Vascular following patient due to decreased flow to lower extremities. On continuous renal replacement therapy for acute kidney injury. Still creating a lactate but down trending.